Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Broke - oral-b power oral care refills [device breakage]. Case narrative: consumer's relative/friend stated via phone that when the brush head was put on, it kind of fell out and broke. No injury was reported.